Event description:
It was reported that the pruitt f3 balloon ruptured during a carotid artery surgery. It was pre-checked prior to use. The patient suffered a cerebral infarction and was stable after being treated medically. Additionally, there was a vascular wall injury accompanied by blood loss and prolonged surgical procedure. The surgeon had to perform manual suturing. The patient remains in stable condition with no injury reported.

Manufacturer narrative:
The device was not received for evaluation. However, the photo provided confirmed the report. It shows the common carotid balloon ruptured. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. It is possible that anatomical factors such as calcification or stenosis contributed to the failure. Balloon rupture is an inherent risk of using this product. Due to the nature of the device and the procedures it is being used for, the reported issue is a known complication of using the device. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the IFU: "exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation." The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.